Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements with current measurements being greater than 125 ohms. Boston scientific technical services (ts) noted that slow gradual increases in impedance measurements are often a result of calcification of body fluids on the lead. The last shock delivered from this device occurred in 2011 boston scientific technical services (ts) recommended to increase the shock impedance alert limit and continue with normal follow up.